Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon applied cautery and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.